Event description:
Patient developed redness, swelling, and drainage of the device pocket. Cultures were taken which were positive for staph aureus. The patient was treated with oral antibiotics and the interstim system removed. The infection is reported to have resolved.